Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 500 mg/dl. The customer declined to provide further information regarding the event and declined to discuss the event with tandem technical support.